Event description:
Customer reported the date is not running. Image rotation goes around in a circle and then locks. Annotated images moved from one screen to the other will be washed out on one side. Happened during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer with an upgraded version. System operates as intended.